Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h4 device history a manufacturing record evaluation was performed for the finished device product code: 400.834.04s lot number: 6720p61 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 05-jul-2023 manufacturing site:jabil bettlach expiry date:01-jun-2033 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a screw broke intraoperativley in surgery on (B)(6) 2024. The screw broke during insertion. All the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No surgical delay. Patient status is unknown. Report came from health authority. This report is for one cranial-scr plusdrive ø1.6 self-drill l4 this is report 1 of 1 for (B)(4).